Event description:
The customer reported an unknown amount of fluid leaked from inside the lh 500 hematology analyzer during shutdown. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse could not confirm an active leak but discovered that the red blood cell (rbc) mixing bubbles were constantly mixing. The fse suspected that this could cause clenz to foam during shutdown and backed up through the overflow chamber causing the leak. The fse cleaned the contact to the mixing bubbles solenoid to resolve the issue. Results: the fse could not confirm an active leak but discovered that the rbc mixing bubbles were constantly mixing in the rbc bath which can cause fluid to overflow and leak during shutdown. (B)(4).